Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2325bcc biocomposite swivelock anchor broke during insertion. The surgeon drilled and tapped the anchor in, but the anchor still broke. This was discovered during a procedure to help stabilize a syndesmosis joint. The surgeon upsized the drill and inserted a backup anchor to complete the case. The case was not delayed. Additional information received on 10/29/2024: the procedure took place on (B)(6) 2024. All broken fragments were removed from inside the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion and/or improper bone preparation.